Manufacturer narrative:
According to the customer, on (B)(6) 2024 the "sampling port on the foley catheter broke while attempting to obtain urine sample with syringe". The customer reported the catheter was removed and a new catheter was inserted. The customer reported the new catheter sample port "detached completely from the catheter, which created an opening in the catheter tubing" when removing a syringe from the port on (B)(6) 2024. The customer reported they are unable to confirm if an additional foley was placed after the second port breakage. The customer reported the patient now has a "bloodstream infection secondary to cauti". No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "sampling port on the foley catheter broke while attempting to obtain urine sample with syringe", a new catheter was inserted, and the new catheter sample port "detached completely from the catheter, which created an opening in the catheter tubing" when removing a syringe from the port.

Manufacturer narrative:
Update to d9- is this device available for evaluation? Update to h3- device evaluated by manufacturer? Update to h6- type of investigation.